Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation cannot be confirmed without the device for evaluation. The device was not received for evaluation, and no photos of the failure were provided. Per the event description, the most likely cause(s) of the reported failure is user error due to improper device settings.

Event description:
It was reported that the device does not work as it should for the customer. There is a problem with the inflow side. When the container with the rinsing liquid runs empty, the pump stops after a message, which is normal. After filling the tank, the pump should start running again after 2-4 seconds. This process takes a very long time with the affected device. There was no harm or adverse event for patient, operator or third party reported. This was noticed before the surgery. No further information received. Update avoe 19-may-2023: it was confirmed that the error occurred during a surgery. Update avoe 22-may-2023: it was confirmed that the surgery was in (B)(6). The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.